Manufacturer narrative:
(B)(4). Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads, cracked case near the corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the battery compartment of the insulin pump had a crack. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.